Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017; 6725 adaptor, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to electromagnetic interference from an improperly grounded swimming pool. Follow up concluded no intervention has been performed. The device remains in use. No further patient complications have been reported as a result of this event.